Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 32645559. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, (B)(6).

Event description:
It was reported that the patient experienced blood and purulent discharge at the deep brain stimulation (dbs) lead implant scalp site where erosion was noted. Cultures were taken however the results are not available. It was noted that infection was present however the cause for the infection is unknown per the physicians assessment. The patient underwent a procedure where the dbs lead, lead extension and burr-hole cover were removed. Physical analysis of the dbs devices was not performed as it they were retained by the facility. The patient was prescribed anti-biotics and did well post-operatively.